Event description:
It was reported that a signal loss occurred. Date of event is an approximation. The patient experienced signal loss during which the patient experienced a hypoglycemic event. On (B)(6) 2024 the night of the event the patient experienced severe hypoglycemia and was unconscious for periods between midnight and 6:30 am. During these times, the patient woke up briefly, with symptoms such as sweating and difficulty breathing and moving. Around 6:30 am, the patient managed to reach a banana, which helped to stabilize blood sugar. During the night, the continuous glucose monitoring (cgm) display would have showed a signal loss, and the patient denies having been alerted for the hypoglycemic event. When the patient was able to reconnect the dexcom sensor, they were able to a clear cut off period in the cgm data due to the sensor error. The patient suspects that a potential overdose of insulin may have caused/exacerbated the hypoglycemia. The patient did not report any possible cgm malfunctioning to have happened that would have caused the insulin treatment to be incorrect. There was no documentation of a medical intervention. At the time of the report the patient was stable. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was enabled, but her low alert and signal loss alert were both disabled. The urgent low alert is fixed at 3.1 mmol/l. Data investigation shows that at 12:06 am on (B)(6) 2024, the patient's estimated glucose values dropped below the urgent low alert threshold and the system delivered an urgent low alert at partial volume with an estimated glucose value (egv) of 2.7 mmol/l. At 12:11 am, the system delivered a second urgent low soon alert at partial volume with an egv of 2.3 mmol/l; this alert was acknowledged immediately. From 12:16 am to 3:01 am, the patient experienced a period of prolonged signal loss. Three minutes prior to the signal loss, the patient manually closed the application. The availability of backfilled data shows that the patient's egvs remained at or below the urgent low alert threshold during the entirety of the signal loss. When the signal returned on 3:06 am, the system delivered an urgent low alert at partial volume with an egv of 2.3 mmol/l. Five minutes later, the system delivered a second urgent low alert at partial volume with an egv of 2.2 mmol/l. Neither of these alerts were acknowledged by the patient. The patient experienced a second period of signal loss from 3:16 am to 6:26 am. Backfilled data shows that the patient's egvs remained below the urgent low alert threshold until 6:06 am, after which they started to rise. When the signal returned at 6:31 am, the patient's egv read 4.2 mmol/l and continued to rise thereafter. The reported complaint was confirmed as signal loss greater than one hour. The root cause of the signal loss was determined to be potential patient misuse as the patient manually closed the mobile app. The root cause of the hypoglycemic event was also determined to be potential patient misuse as the patient's low alert was disabled, her signal loss was disabled, and she manually closed the mobile app. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the patient closed the mobile app. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.